Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge from the pump and administer a 9-unit bolus, which was completed successfully. The caller was unable to reload the original cartridge, so technical support assisted in loading a new cartridge using the proper technique. The caller successfully resumed insulin therapy, and the issue was resolved.